Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, complaint will be reopened for further investigation. No lot number was provided; therefore, device history record review could not be completed.

Event description:
It was reported that patient pump had an alarm reading of no disposable. The 100 milliliter cassette with flowstop at 37 milliliters had a reservoir volume at the time of alarm. No cassette lot number or expiration date available. No further details provided. No patient injury was reported.